Manufacturer narrative:
UDI: not available-lot number is unknown. The actual device was not returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the lot number being unknown. A review of the complaints file could not be conducted due to the lot number being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported a suture line break with the angio-seal device. The following information was provided by the user facility: when the insertion sheath was being withdrawn after insertion, the suture was separated at its proximal part; force was never put on the suture; suture could be manipulated and position the anchor and collagen by pulling the portion that was left; the hemostasis procedure was successfully completed; the patient was reported to be stable; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device availably and the device return date. It was reported in the initial report that the device was not available. The actual device is available and the device has been received. The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Device is currently under investigation.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the provide the completed investigation. The results of the investigation concluded that no suture remained within the device and there was no indication of a suture break, which confirmed the suture unspooled free from the tensioner hub. As a result of this finding, actions to prevent reoccurrence have been implemented. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to 1) provide the evaluation results 2) correct adverse event and problem, adverse event was inadvertently checked in the initial report, product problem should be checked. One each of the following 6f angio-seal sts plus components was received for evaluation: hemostasis sheath and carrier tube assembly. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The 32.6 cms of suture was returned separate from the assembly. The hemostasis sheath, deployment sleeve, and tensioner hub assembly (with associated components) were removed from the tensioner cap. No blood-like substance (bls) was seen on the tensioner hub assembly components. No suture remained within the device, and there was no indication of a suture break. No other visual anomalies were noted. The results of the investigation concluded that no suture remained within the device and there was no indication of a suture break, which confirmed the suture unspooled free from the tensioner hub. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.